Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a procedure a blazer open-irrigated catheter had probe broken at the level of the irrigation tap. The device was withdrawn. The device is not expected to be returned.

Event description:
It was reported that for a procedure a blazer open-irrigated catheter had probe broken at the level of the irrigation tap. The device was withdrawn. The device is not expected to be returned. It was further reported that the issue was detected during procedure, the guidewire was broken in the distal irrigation part of the catheter. Issue was resolved by changing with another catheter. No patient complications were reported. Event date was (B)(6) 2022.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.